Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: it was reported that the central sterile staff identified broken central shaft in pinnacle greatbatch offset cup impactor, severe wear to curved broach handle, and damaged threads on center shaft of threaded stem impactors. The event did not happened during a surgery. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed the threads stripped and deformed of the retaining stem inserter. Additionally, device exhibited signs of usage. The observed condition of the threaded tip was consistent with off-axis assembly before the tip was fully seated. Where device was found with signs of impactions on unintended areas of device, potential cause is traced to unintended use error. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the retaining stem inserter would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code b0910 provided is not a valid finished goods lot number. A device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code b0910 provided is not a valid finished goods lot number.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the central sterile staff identified broken central shaft in pinnacle greatbatch offset cup impactor, severe wear to curved broach handle, and damaged threads on center shaft of threaded stem impactors. The event did not happened during a surgery.